Event description:
It was reported that while the physician was closing the pocket, lead testing noted atrial sensing had dropped from 4.0 mv to 0.3 mv and capture threshold had increased from 1.2v to 3.0 v. Fluoroscopy confirmed lead dislodgement. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.